Manufacturer narrative:
MDR 3003442380-2026-82913. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced absorption issues with infusion sets on (B)(6) 2026, resulting in site bleeding. No further information is available.